Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right atrial (ra) lead was dislodged, and x-ray confirmed the lead to be in the inferior vena cava. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead had high/unstable thresholds due to micro dislodgement. The lead was explanted and replaced.